Manufacturer narrative:
(B)(4).

Event description:
Later, the patient called and reported that the lead and stimulator were "defective." The event for the lead being "defective" was the first follow-up after surgery.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# unknown, product type: accessory. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3998, lot# v014785, implanted: (B)(6) 2007, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that there was a normal elective replacement indicator (eri). It was noted that there were no customer concerns, quality or product performance issues or patient symptoms. It was later reported that the implantable neurostimulator (ins) was replaced because of normal end of service (eos)/battery end approaching. **information omitted which pertained to unrelated events; see additional external references block. On (B)(6) 2014 medical records were received from the healthcare professional (hcp) and these reported that the ins was charging ¿slowly and unreliably.¿ it was also noted that the patient had been told it was ¿nearly expired¿ and therefore needed replacement. As a separate issue, the patient had chronic neck pain into the left arm. It was noted that the patient had an ¿expiring¿ ins and it was reasonable to replace given the significant relief of pain it had been providing. It was also noted that the patient had the ins placed for reflex sympathetic dystrophy (rsd) in the left ankle. Six days later, further medical records were received from the healthcare professional (hcp) and a report from (B)(6) 2013 noted that there had been a significant change in the patient¿s condition since the patient¿s last visit with the hcp. It was noted that the battery would not charge fully. It was also noted that it was hard to find the ¿correct¿ position in order to charge ¿it.¿ it was noted that the patient had pain radiating down shoulder and arm on the left side. The patient also noted weight loss without being on a diet and a change in vision. The patient could not see up close as of (B)(6) 2013 and it ¿changed suddenly.¿ the patient also noted that they had bruising. It was also noted patient had chronic cervical neck and arm pain. There was another form that described the explant and replacement. It was noted that there was an explant and replacement of the ins on (B)(6) 2013. It was noted that the battery was expiring and needed to be replaced. It was noted that the patient needed a new battery. It was noted that estimated blood loss was minimal. There were no complications or pathology. The patient was transported to recovery room in stable condition with no new neurological deficits or complaints. It was noted that it was an outpatient procedure. The device was inserted for chronic regional pain syndrome refractory to nonoperative treatment measures. It was noted that it was due to a ¿crush injury¿ sustained to left ankle. It was noted that preoperative and postoperative diagnoses were chronic post-traumatic pain, chronic regional pain syndrome lower extremity, and expiring ins. There was also a report of a (B)(6) 2013 appointment with the patient in which it was noted that the patient had neck pain again on the left side ¿higher near the skull.¿ it was noted that it radiated down towards the clavicle. It was noted that there had been significant changes in the patient¿s condition since the last visit. It was noted that there was weight loss, changes in vision and bruising. There was also a report of an exam date on (B)(6) 2013 in which it was noted that there was left arm pain. It was also noted that there were ¿chronic changes¿ of an anterior cervical discectomy and fusion at the level of c6-c7. It was noted that in regards to c3-c4 there was a small central disc protrusion that indents the ventral thecal sac. It was noted at c4-c5 there was minimal bilateral uncovertebral joint hypertrophy. At c5-c6 there was a diffuse annular bulge that indented the ventral thecal sac. At c6-c7 there was likely minimal abutment of the ventral aspect of the cervical spinal cord at the level and possible mild canal stenosis. It was noted that it related to a small dorsally projecting central disc osteophyte complex. It was also noted that limited visualization of the lung apices revealed a small calcified granuloma within the right lung apex. It was noted that there was minimal atherosclerotic calcifications which involved the internal carotid arteries bilaterally and slightly greater to the left side. It was noted that limited visualization of the posterior fossa revealed no normality. It was noted that chronic changes related to a c6-c7 anterior cervical discectomy and fusion. The patient returned for a (B)(6) 2013 visit and it was noted that the exam demonstrated a well-healing incision. There had been no wound healing difficulties reported. There was no local tenderness, erythema or discharge and the wound was well approximated. It was noted that the patient had no new deficits. It was noted that the patient was doing well as of (B)(6) 2013. The patient was instructed follow-up two weeks after (B)(6) 2013 and contact the doctor as needed for any interval issues or concerns.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that there was no significant anomaly. It was noted that the ins battery had a reduced capacity due to over discharge. Analysis of the 3550-29 plug/boot accessory kit found that there was no anomaly.